Event description:
The pump logs noted motor stall occurred (B)(6) 2014 at 15:14 and motor stall recovery occurred the same day at 15:19. On (B)(6) 2014, the patient had an MRI. On (B)(6) 2014, the patient experienced unpleasant withdrawal symptoms and was advised to go to the ER (emergency room) by their physician. The patient was having underdose symptoms which included nausea, vomiting, and increased pain with less than 50% therapy relief. The patient was managed with oral medication. The patient was seen for follow-up by the managing physician on (B)(6) 2014. On interrogation, an error message was noted indicating that a motor stall had occurred. Review of the pump logs showed that a motor stall occurred (B)(6) 2014 at 09:32, a stopped pump period may exceed tube set message was recorded on (B)(6) 2014 at 09:32 and a motor stall recovery occurred message recorded on (B)(6) 2014 at 11:23 after the pump had been interrogated. The patient status was reported as ¿alive-no injury¿. The device system was delivering hydromorphone and bupivacaine. The outcome of the event was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).